Event description:
The procedure was used during an esophagosastrectomy procedure. Reportedly, the instrument did not cut. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.